Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results, from four patient samples, that were generated by the access 2 immunoassay system instrument. The elevated accu tni result for patient a was 11.65ng/ml (above the ami cut-off). The elevated accu tni result for patient b was 10.27ng/ml (above the ami cut-off). The elevated accu tni result for patient c was 3.19ng/ml (above the ami cut-off). The elevated accu tni result for patient d was 5.23ng/ml (above the ami cut-off). The results were not reported out of the lab. The customer indicated that the original samples were retested for accu tni. The repeated accu tni result for patient a was 0.02ng/ml. The repeated accu tni result for patient b was 0.04ng/ml. The repeated accu tni result for patient c was 0.05ng/ml. The repeated accu tni result for patient d was 0.02ng/ml. No additional information regarding this event is provided.